Event description:
Upon routine chest x-ray at hosp, a catheter fragment was noted in the right heart. A chemotherapy catheter was apparently removed in 8/91 at another hosp. Catheter fragment removed by coronary catheterization.